Event description:
A caller reported that their pump shut down unexpectedly, but it was able to restart without needing to be connected to a power source or having to reload the insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by customer technical support to monitor the pump and call back if the issue persisted.